Event description:
During testing at the user facility, the device did not pass the touchscreen test. Prior to testing, the device had been returned to the biomedical department for an unspecified reason. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing the device touchscreen was found to not respond when pressed. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.